Event description:
The gaia pv wire unraveled/broke near the tip. No other information available at this time. Will reach out to customer for additional details. Submitting within the 24 hour deadline.